Event description:
A leveen superslim electrode was being used for therapeutic ablation of the liver in 2005. A metal guiding needle was being used at s4 which reached to the abdominal wall. The first two roll-offs were obtained during a total of 18 minutes. After the third roll-off was performed, a third degree burn was noted which was five centimeters wide from the external skin extending inside to the abdominal wall. Primary necrosis occurred. It was noted that the needle insulation peeled off. The ablation was completed.